Manufacturer narrative:
(B)(4).

Event description:
Rec'd info from the physician that the leads may be bent or damaged by the lead cap. He just bends the contact and wipes the electrode and it still works. Sometimes the issue is the gauze will catch the edge. States it is "pretty common for it to look weird, but electrically it's okay". Physician indicated one time the lead was way bent (again by damage from the lead cap), but the doctor played with it. No further info was provided.